Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined.

Event description:
It was reported that treatment was performed for a carotid artery aneurysm that developed downward at c4. The fred was deployed without incident and blood flow was normal, post-implantation. An MRI confirmed the aneurysm had disappeared and the patient was discharged from the hospital in favorable condition three (3) days after the procedure. Two days after hospital discharge (5 days post-procedure), the patient's eyes "grew dim." The patient had a headache and returned to the hospital, at which time the aneurysm was found to be ruptured in the cavernous sinus, which resulted in a carotid-cavernous fistula (ccf). Coiling (ed coil) was performed to close the fistula using a trans-cell approach and the patient underwent transvenous embolization (tve). Medialization was performed. The patient's condition is currently being monitored.